Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing noise and high capture thresholds. The physician elected to explant and replace the rv lead. The patient's condition remained stable.